Manufacturer narrative:
The family was contacted to obtain an update for the investigation. Per the end user's mother, the end user is doing much better and their treatment is ongoing. The replacement cushion was received and was reported as being operational. Initially, the family had trouble operating the cushion but contacted customer support and all concerns were addressed. Per the family, the end user spends approximately 15 hours in their chair daily. While they do not completely get out of the chair during that time, they do recline to assist with offloading. The end user's mother states that over the past year, they have been in contact with the dealer that they purchased the cushion from. However, the dealer was never able to replicate the malfunction described by the end user. The family states that they also tried to test the cushion themselves but were unable to find any issues- yet the cushion would not remain inflated for longer than 2 hours. The end user's original cushion was returned and evaluated by quality. Examination revealed no manufacturing defects and the alleged failure was unable to be recreated. Upon initial delivery of the device, an operation manual was received that instructs both hand and skin checks be completed daily. Per the manual, if the cushion does not appear to be holding air, that customer support (among other options) should be contacted immediately. The manual also mentions important safety information that details; "skin should be checked frequently, at least once per day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional." While the family confirms that hand checks were conducted daily due to the cushion not retaining air, it was not confirmed whether skin checks were being conducted with the same frequency. Although an alleged injury is reported, no medical documents have been submitted for confirmation. If additional information related to the complaint is obtained, a follow-up report will be submitted.

Event description:
The end user's mother claims that the cushion has not worked as it should since they received it over a year ago. As a result, her son has received a pressure injury which resulted in bone loss. The end user's mother states that his wheelchair's seat base is metal, and they believe that the cushion deflating (with continued use) allowed contact with the metal seat surface and the end user's coccyx bone- which contributed to the alleged injury. Overtime, the family states that the constant pressure on his coccyx bone (after months of progression) caused a restriction of blood flow to the bone, and the bone rotted and became infected. The infection allegedly spread to the end users sacrum, and a pressure injury appeared externally. Per the family, the end user was admitted to the hospital, and both their coccyx bone and entire sacrum was removed. Currently, the end user is reportedly healing to the approval of their physicians and receives follow-up treatment.